Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The product was not returned and no photos, medical images, nor surgical notes were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The device's labeling lists loss of range of motion as a possible affect of using the device.

Event description:
It was reported that a revision was performed on a mobi-c device to remove ossification that developed post-operatively. Once the ossification was removed, the device regained its motion.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision was performed on a mobi-c device to remove ossification that developed post-operatively. Once the ossification was removed, the device regained its motion.